Event description:
Phacoemulsification posterior chamber lens implant. Anterior vitrectomy. Md states that handpiece was not functioning properly and had to be changed and reintroduced which tilted the lens on the temporal side of the capsular support. Pt sent to other facility for surgery.